Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that for approximately 3 years and 7 months, the patient experienced cardiac events, cardiac arrhythmias and all injuries associated therewith and subsequently expired. Furthermore, it was alleged to have been caused by exposure to the product administered during dialysis treatment.